Manufacturer narrative:
The valve was not explanted and it can not be evaluated to determine cause of failure. The device history record for the lot reported was reviewed and no issues were observed. The product was manufactured, inspected and released in compliance with current procedures. The manufacturing process was reviewed and no issues were observed. The units are being manufactured in compliance with current process. No other reports of this nature have been received for this lot.

Event description:
"I am a glaucoma specialist in kaiser permanent (B)(6). My last 3-4 cases with the ahmed valve has resulted in hypotony. I have been putting valves in the eye for the past 16 years and haven't had similar issues in the immediate postop period. No leakage around sclerostomy site. I am concerned that there may be issues with the valve mechanism and wonder if the batch of valves we have in stock can be looked at by the company" current patient's status: hypotony pod1 and needed to go back to or. Iop has improved but vision dropped from 20/200 to cf.